Event description:
Sales rep reports that the ep balloon was pretested and was fine. When inserted and reinflated with 1 or 1.5cc of air, the balloon burst. No patient problem related to this issue.

Manufacturer narrative:
Evaluation summary: customer's report was confirmed. Blood was found inside balloon lumen and underneath balloon. Balloon was found to be ruptured in central area. The rupture ran completely along balloon surface. Balloon was baggy at the site of rupture. Balloon also protruded towards ruptured side.